Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1405. It was reported the pt is experiencing pocket heating at her right ipg site. The pt is implanted with two ipg's. The pt is feeling stimulation but after a little while the ipg begins to get warm and gradually gets hot. When it gets too hot she turns the system off, once the heat diminishes she turns the system back on. An sjm rep met with the pt and reprogrammed both sets of leads (both ipg's) and left them on for 20 minutes. After reprogramming the pt reported both ipg's were fine and the burning feeling was resolved.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.